Event description:
It was reported that the physician successfully performed one pass with retrieval device to treat a right internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, a hemorrhagic infarction was confirmed at the treatment side. Three days post procedure, it was confirmed that sequelae remained in the patient. The physician stated that it is possible that the hemorrhagic infarction caused by using the subject retrieval device due to the adverse event occurred at the treatment side.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the physician successfully performed one pass with retrieval device to treat a right internal carotid artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. After the procedure, a hemorrhagic infarction was confirmed at the treatment side. Three days post procedure it was confirmed that sequelae remained in the patient. The physician stated that it is possible that the hemorrhagic infarction caused by using the subject retrieval device due to the adverse event occurred at the treatment side.